Manufacturer narrative:
Evaluation summary: based on the content of investigated data, it was determined that the potential cause/root cause of failure was that there was a foreign object in the connection with the processor, and the video signal was interrupted. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 09-feb-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 09-feb-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
No known adverse event. Loss of image during the procedure. They stopped using the scope and the customer informed endoscopy medical systems. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.